Manufacturer narrative:
Device eval summary: device eval on monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the monitor failed incoming testing with service code 204. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is a damaged y402 16 mhz crystal. The root cause of the damaged crystal cannot be positively identified. In addition, corrosion was found on the jtag table board, sd card holder, j502 and u201 components. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report a service code 204. The pt was issued a replacement monitor.